Event description:
It was reported that the system would not display a fluoroscopic image and the technique would go to max. This rendered the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier power supply. The system operates as intended.